Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the oxygen gas module were replaced. The air gas module was returned for further investigation. The reported failure in internal leakage test during pre-use check reproduced during simulated use test of the returned air gas module in a ventilator. The failure was caused by an external force affecting the solenoid inside the air gas module to hit a capacitor that went broken. The capacitor is part of the flow measuring in the gas module. The failure of the capacitor leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).